Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported the display of the meter is damaged and she sees a line on it. Patient stated, the line is becoming larger and she has difficulties in reading the data correctly. No adverse event reported. Requested return of the alleged meter for evaluation.